Manufacturer narrative:
Follow-up #1 date of submission 07/17/2015-device evaluation:the pump has been returned and evaluated by product analysis on 06/30/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, evidence of moisture ingress was observed behind the display lens. During testing, the pump did not power on due to moisture ingress. A leak test was performed and failed due to a leak at the bolus button; the bolus button cover was missing. The pump case was removed, and further evidence of moisture ingress was found. Further testing could not be completed due to the moisture ingress issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. It was reported that moisture was present inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.